Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On the same day, it was reported that the patient¿s parent called to request sensor replacement for a sensor that failed to adhere to the skin in january, and stated there were two previous times it had occurred. In a follow up call with tech support on (B)(6) 2026 the parent described her child¿s pre-existing conditions which led to the lack of adhesion and three events. The parent explained that the patient has autism and she provides full care. He also has a skin condition (psoriasis), which affects sensor adhesion and can cause the sensor to shift and the wire to bend, prompting early sensor removal. As a result, if he became symptomatic, she monitored his bg with a glucometer in addition to the cgm device. During the (B)(6) 2026 incident, the cgm showed readings around 220 mg/dl while manual bg testing indicated ¿high.¿ the parent attempted to treat the elevated bg at home, but the levels did not decrease. The patient also experienced vomiting and test confirmed significantly elevated ketones, prompting transport to the hospital. In the emergency room (ER), the manual bg measured 786 mg/dl while the cgm continued reading approximately 220 mg/dl. The cgm device was not removed. The patient received IV insulin and IV antibiotics and remained in the ER for exactly 24 hours. He was not admitted to in-patient hospitalization. Before discharge, his bg had decreased to approximately 90 mg/dl, and he was feeling better. The cgm was functioning normally at that time, though the parent could not recall the specific reading." During the (B)(6) 2025 events, he experienced poor patch adhesion, the sensor shifted and caused the wire to bend, prompting early sensor removal. The patient¿s bg was reported as ¿high¿ with no numeric value available, while the cgm displayed readings near 150 mg/dl. When this occurred, the parent removed the sensor and administered insulin via the pump in manual mode. She could not recall the insulin dosages given. It was the parent¿s theory due to high ketones her son had hyperglycemia. The patient did not go to the hospital for either the march or the august event. He recovered without further intervention. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On the same day, it was reported that the patient¿s parent called to request sensor replacement for a sensor that failed to adhere to the skin in january and stated there were two previous times it had occurred. In a follow up call with tech support on (B)(6) 2026 the parent described her child¿s pre-existing conditions which led to the lack of adhesion and three events. The parent explained that the patient has autism and she provides full care. He also has a skin condition (psoriasis), which affects sensor adhesion and can cause the sensor to shift and the wire to bend, prompting early sensor removal. As a result, if he became symptomatic, she monitored his bg with a glucometer in addition to the cgm device. During the (B)(6) 2026 incident, the cgm showed readings around 220 mg/dl while manual bg testing indicated ¿high.¿ the parent attempted to treat the elevated bg at home, but the levels did not decrease. The patient also experienced vomiting and test confirmed significantly elevated ketones, prompting transport to the hospital. In the emergency room (ER), the manual bg measured 786 mg/dl while the cgm continued reading approximately 220 mg/dl. The cgm device was not removed. The patient received IV insulin and IV antibiotics and remained in the ER for exactly 24 hours. He was not admitted to in-patient hospitalization. Before discharge, his bg had decreased to approximately 90 mg/dl, and he was feeling better. The cgm was functioning normally at that time, though the parent could not recall the specific reading." During the (B)(6) 2025 events, he experienced poor patch adhesion, the sensor shifted and caused the wire to bend, prompting early sensor removal. The patient¿s bg was reported as ¿high¿ with no numeric value available, while the cgm displayed readings near 150 mg/dl. When this occurred, the parent removed the sensor and administered insulin via the pump in manual mode. She could not recall the insulin dosages given. It was the parent¿s theory due to high ketones her son had hyperglycemia. The patient did not go to the hospital for either the march or the august event. He recovered without further intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.